Manufacturer narrative:
On july 30th, the user emailed dario again and reported receiving from his dario meter a bg reading of 247 mg/dl in (B)(6) and 517 mg/dl in (B)(6) 2025. Due to the above, the user went to the doctor, where his bg was tested and he received a reading of 130 mg/dl from the doctor's meter. Following the doctor's visit, the user purchased a non-dario meter in order to perform side by side bg readings. On the (B)(6) 2025, the user tested his bg and received a reading of 517 mg/dl from his dario meter compared to a reading of 195 mg/dl from his non-dario meter. On august 12th, the user called dario. While on the phone with dario's representative, it was determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another". Dario's representative instructed the user how to remove the test strip cartridge and then the user opened a new cartridge of strips. The user tested his bg with his dario meter and received a reading of 205 mg/dl, which the user stated was in normal range for him. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On july 28th, the user contacted dario to report high blood glucose (bg) readings.the user reported that he has had the dario meter for seven months, but for the past two months, he has been receiving inaccurate readings.